Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). Boston scientific technical services (ts) explained charge time criteria to declare elective replacement indicator (eri). Additional information was obtained, and the representative stated that a longevity issue was noted along with long charge times. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). Boston scientific technical services (ts) explained charge time criteria to declare elective replacement indicator (eri). Additional information was obtained, and the representative stated that a longevity issue was noted along with long charge times. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.